Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 26, 2015.

Manufacturer narrative:
This report is filed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.